Manufacturer narrative:
(B)(4). The device was not returned to physio-control for an evaluation. The customer is unsure of the event date, exact device this occurred with or whether there was patient involvement associated with the reported issue. The likely cause of the observed lockup issue has been determined to be due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected. The observed lockup issue will be addressed as part of corrective action number 3015876-12/28/2018-001-c. Device not evaluated by manufacturer.

Event description:
The customer reported to physio-control that they experienced their device freeze after delivering a defibrillation shock. The customer was unsure of the specific date of the event, exact device this occurred with or whether patient involvement was associated.